Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One (1) unopened sample of primary set 490067, from lot 61584974, and one (1) used extension set, which was part of a primary set, without packaging was returned for evaluation. The whole sample and the extension set were tested for leakage per specification with passing results. The set was primed with normal saline and no air in line/bubbles were observed in any part of the tubing. In addition the iso luer/taper test was performed on all applicable parts with passing results. Therefore, the reported defect was not confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: event 2: while the patient was receiving saline kvo, leakage occurred between the extension set and the IV set. The clinician also noticed air bubbles going back into the IV set. The nurse stated that there was a crack in the hub of the IV set which was connected to the extension set, and this crack allowed air to get into the IV set. No patient injury.